Event description:
There is condensation visible inside the blue plastic filter containing piece of a single use adult anesthesia breathing circuit. The package was not yet open but you can see water droplets/condensation on the blue piece inside of the bag that the circuit came in.